Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: during investigation, the pump was returned with the battery compartment cracked along the side and from the top traveling to the bumper. Unrelated to the original complaint, the pump case was cracked at the top right corner between the display lens and the pump seal. The battery compartment threads were found to be stripped. The threads on the battery cap were found to be stripped and unable to secure. A test battery cap was able to hold for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.